Event description:
Later it was confirmed the patient underwent a lead revision. The lead was likely discarded as the explant facility does not return devices.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that once the new device was placed, high impedance was seen. Troubleshooting of pin reinsertion, irrigation and complete pin insertion was completed. The patient was closed up with the new generator turned off with intentions of lead revision at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.